Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: one used sample and one photo was provided to our quality team for investigation. Functional testing was performed and a tear in the tubing, consistent with needle tip damage, was observed. A device history review was performed for reported lot 3011617, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Based on the sample evaluation and our quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. It is likely the tear occurred during the insertion of the device. H3 other text : see manufacturer narrative.

Event description:
Needle punctured through plastic tube during insertion.

Event description:
It was reproted that the bd nexiva¿ closed IV catheter system's needle went through the catheter. The following was received from the initial reporter: needle punctured through plastic tube during insertion.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.